Event description:
Reports of spraying/leaking from nexus tko and onelink needleless connectors when placed at the non-affixed non-power y-site gripper plus port needle. Spaying/leaking coming from the septum of the nexus tko, and onelink has leaked from the threaded connection point. This has occurred multiple times across the health system.